Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. Investigation results: investigation summary: customer returned photos of 1/2cc syringes. Customer states that the syringe was discolored to black. All attached photos were examined and exhibited smeared ink on the outer surface of the barrels of the syringes. Unable to perform DHR check due to unknown lot number. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time. Root cause description: possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. CAPA (B)(4) was initiated to address such issues at this time.

Event description:
It was reported that foreign matter "black discoloration" was found in a bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle, prior to use. There was no report of injury or medical intervention.